Manufacturer narrative:
B4:16aug2021. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed, and the fse replaced the printed circuit board assembly (pcba) power management (pm). However, this did not resolve the problem. The customer then replaced the power switch overlay and reported that the issue had been resolved. The device passed performance verification testing. Following the repair, the device was placed back into service. Although requested to be returned, the removed component was not received for evaluation at this time; therefore, the root cause at the component level could not be determined. An evaluation will be performed if the removed component is received, and an additional report will be submitted.

Manufacturer narrative:
Date of report: 19jul2021.

Event description:
It was reported to philips that the device had an alarm led (light-emitting diode) failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.